Event description:
It was reported that the user experienced difficulty attaching the luer connector to the ilet and required pliers to secure the connection: the user believed the device case might be rubbing against the luer connector, preventing proper attachment. Symptoms included no changes in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and replacement of the device case and luer connector. Investigation included evaluation of reported device performance and user feedback. Investigation of this case revealed a suspected interference between the installed case and the luer connector that impeded connection. It was concluded that a device component interaction likely contributed to the reported difficulty and that replacement components were provided to mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.